Event description:
It was reported that, during service of the device, the 980 ventilator generated a battery error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An alarm lens, breath delivery (bd) pressure solenoid (psol), line interface printed circuit board (pcb), universal serial bus (usb) flash drive and a battery were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found contamination on the edge of the lens, no anomalies were found on the bd psol, line interface pcb, usb and battery. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the alarm lens root cause was isolated to the contamination on the lens, no fault was found on the bd psol, line interface pcb. The root cause for the reported issue on the usb was isolated to the flash drive. The battery root cause was isolated to the analog to digital converter voltage was out of range. If information is provided in the future, a supplemental report will be issued.